Event description:
It was reported that stent damage occurred. A 3.00x24mm promus premier stent was selected. During preparation, it was noticed that the stent struts were flared on the edge of the stent. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were deformed and lifted upwards from the stent profile. The visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus premier¿ stent was selected. During preparation, it was noticed that the stent struts were flared on the edge of the stent. The procedure was completed with another of the same device. No patient complications were reported.